Manufacturer narrative:
Corrected UDI: product made prior to compliance date, gtin unavailable; (B)(4). The incorrect lot number, manufacturing date, and expiration date for the affected product was reported incorrectly on the previous medwatch report. This report is being filed to update the corrected fields. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/programming and pressure test could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot cvfcvd, conformed to the specifications when released to stock on the 26th may 2016. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve is being returned after it have been explanted. The valve mechanism seems dislocated/broken. X-rays have been performed and problem discovered. It was reported that the codman valve is being returned after explantation due to dislocation discovered on x-ray. The valve mechanism seems dislocated/broken. X-rays have been performed and problem discovered.